Event description:
It was reported by the rep that the one pmw35 was used during a hernia procedure. It was reported that the skin staples were not forming in the box shape. Metal buckles on side legs. The rep instructed the surgeon to squeeze the handle fully and staples continued to form in an abnormal fashion. The case was completed with the same device. There was no pt consequence.